Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 455mg/dl. The customer had no any symptoms. Customer stated that the blood glucose level was 347 mg/dl at the time of incident. Based on customer report customer did allege pump was under delivering. Customer also stated that the insulin exited at the quick release. The insulin pump will not be returned for analysis.